Manufacturer narrative:
1627487-12192011-003-r . This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient passed away on (B)(6) 2016 due to unknown reason.

Manufacturer narrative:
Correction: there is no indication the system or procedure caused or contributed to the patient's death. Patient's death was due to natural causes. This device is no longer reportable.

Event description:
Additional information indicates the patient expired due to natural causes.